Manufacturer narrative:
D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E3: occupation: technologist. A review of the device history record of the product code/lot number combination was conducted with no findings. One (1) 6 french angio-seal device was returned for product evaluation. The returned device included the locator, carrier tube, and hemostasis sheath. The device was visually inspected and found to have been in used condition with visible signs of blood, and the components were found to have been fully mated. Functional testing was performed by attempting to connect and disconnect the locator and hemostasis sheath. The components were connected and disconnected multiple times, and minor auditory and tactile feedback were detected. However, component connection appeared to have been impaired as component separation was able to be achieved with minimal force. The complaint was able to be confirmed for a sheath and locator connection issue. A nonconformance (nc) was completed by the manufacturing facility, and the root cause of the issue was determined to have been a machine repair which occurred on (B)(6) 2022 , affecting part interference between the hub and the cap. A corrective and preventive actions (CAPA) was generated in response to the issue in order to create corrective and preventive actions, and additional information concerning the results of the CAPA will be captured in the CAPA document. The device history record (DHR) review was performed, and no manufacturing issue was identified within the documentation.

Event description:
The user facility reported that the patient had an angioplasty and atherectomy performed. Bilateral leg angios were performed with intervention, left groin femoral artery access with a 5 french. A sheath angio was performed and deemed good access in the common femoral artery with no calcific lesion at access site. During sheath exchange to the angio-seal sheath, the tech had an issue advancing the sheath. The sheath dilator would not stay in the sheath and kept backing out. The tech decided to use a 6 french dilator to dilate the artery to allow easier sheath insertion. The teach then tried to reinsert the angio-seal sheath; however, the issue still occurred, the dilator kept separating from the sheath. Closure was aborted and manual compression was performed. The patient had a slight hematoma due to multiple sheath exchanges. Hematoma was compressed and a sterile dressing was placed. The patient was stable and discharged from the cath lab. The estimated blood loss was less than 250cc's. The procedure outcome was successful post manual compression.